Event description:
Reported as a broken port (leak).

Manufacturer narrative:
Taper ii. . Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergen has received the product, however, the analysis results are pending at this time. A supplemental medwatch will be generated upon completion of the product analysis. Further info from the reporter regarding serial number has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."